Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022 the patient experienced a very irritated stoma. On (B)(6) 2022, the patient was hospitalized due to leakage of stomach contents from the stoma site. On (B)(6) 2022, the patient's peg-j system was removed. On (B)(6) 2022, the patient received a new peg-j system. On (B)(6) 2022, the patient was still hospitalized but was doing better. The patient was prescribed an unknown antibiotic via an unknown route for treatment of inflammation at the old stoma site. The disposition of the old peg-j was unknown.